Manufacturer narrative:
Unit passed displacement test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit was successfully downloaded using thump software. During download review using the pump detailed trace it recorded pump error 53. Pump error 53 (file/line number = (B)(6)) was triggered several times on (B)(6) 2025 at 10:20:00.000 until at 19:16:27.000. Per engineering troubleshooting guide, it was determined that pump error 53 was triggered when trying to allocate memory (not enough free memory in the peg pool) in the screen creation function - suspecting the hw. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage and all connectors were plugged in properly during visual inspection. The following were noted during visual inspection: minor scratched case. In conclusion, customer concern for pump error 53 was not confirmed during testing however, confirmed in the history/trace files on 09-jan-2025 triggered by hardware issue. Problem isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 53 (software error detected) and it was repeated error. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, customer able to clear the alarm rewind the pump and self test was passed. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.